Event description:
It was reported that during a lap nissen fundoplication, the black footswitch cable was not working. The cable was replaced and the case was finished with no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.